Event description:
During the operation, when the package of the implant was opened and implant to be assembled to the impactor, it was found that the object like nylon was attached to the posterior condyle of the implant. The surgeon removed the object and implanted the component.

Manufacturer narrative:
When completed, the evaluation summary of the foreign material will be submitted in a supplemental report.